Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It is possible that the device was not connected properly resulting in the reported leak; however as the device was not returned for analysis this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that pre-dilatation was attempted and a 20/30 indeflator was connected to a non-abbott balloon dilatation catheter (bdc); however, a leak was noted at the connection between indeflator and the bdc, preventing the balloon to inflate. An attempt was made to unlock and lock the connection several times but still could not inflate the balloon. A new indeflator was used to complete the procedure and a non-abbott stent was implanted at the target lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.